Event description:
Allegedly removed during the revision of another component.

Event description:
Allegedly removed during the revision of another component.

Manufacturer narrative:
Investigation is not complete. Additional information has been requested from the initial reporter; however, none has been provided. Although several attempts have been made, no response has been received from the user facility. No complaint was stated against this device. This is the same event as 1043534-2010-00470. (B)(4).

Manufacturer narrative:
Conclusion: no conclusion can be drawn. Product not returned. No specific product information was provided. Product conformance could not be determined. Use of device could not be determined.